Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome - other. It was reported that the patient recharged the implant a couple of times on the day of the call, but the implant wouldn't turn on. The patient didn't have their equipment with them during the call to troubleshoot. No symptoms or further complications were reported.